Event description:
The pt reported his insulin infusion set is leaky, and he has air in his infusion set tubing. He stated the set has been in use for 3 days and it is wet. He said he also has had elevated blood glucose readings ranging from 88 to 501 mg/dl. During troubleshooting, the pt stated he has a cold and is taking medication for it. He stated he allows the insulin to reach room temperature before using it. On follow up, the pt stated he changed his infusion set and primed the air out of his tubing. He said his blood glucose readings are back within his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.